Event description:
A 3.5 mm x 15 mm driver rx coronary stent system was inserted into a patient for the treatment of a mild lad lesion. The lesion was reported to be severely calcified. It was reported that the delivery system was advanced to the intended lesion site and upon deployment of the stent, the balloon ruptured at a pressure of 2 atmospheres. The delivery system was successfully removed from the patient. The stent was successfully deployed with another MFR's balloon. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis is pending. Please note that the device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). Lack of information (pending device evaluation).